Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing sensor calibration errors. Customer stated that he receives calibration errors periodically, possibly every two months and has had to change the sensor on multiple occasions before sensor life end. Blood glucose is around 230 mg/dl. Nothing further reported.